Manufacturer narrative:
(B)(4). The device will not be returned for analysis because it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01590, 0001822565-2022-01591, 0001822565-2022-01593, 0001822565-2022-01594, 0001822565-2022-01595, 0001822565-2022-01596.

Event description:
It was reported that the patient underwent a revision surgery. Subsequently, the patient fell and reports ongoing pain. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: competitor patella. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2022 patient presents with increased diffuse pain with all weightbearing activities, this has worsened in the past few months, she does not have instability or buckling but feels this limits her daily activities (B)(6) 2022 pain continues to limit the patient¿s day-to-day activities, (B)(6) 2022 pain is 8/10- deep pressure, tight, spasm, burning, ache, located intrapatellarly, worse with walking, improves with ice and rest, (B)(6) 2022 CT imaging reviewed demonstrates mild excess external rotation positioning of tibial component of a few degrees, moderate size knee joint effusion, fatty atrophy versus. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall implant fit and alignment appear maintained. Bone quality appears osteopenic. Alignment is maintained despite the suspected tibial implant change in position as noted. A portion of the tibial implant appears proud (displaced cranially) in relation to the tibial implant base on the newer images. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.